Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat prolapse and stress urinary incontinence. The patient underwent the concurrent procedure of a transvaginal hysterectomy during mesh implantation.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 02/23/2017. The patient underwent mesh implantation in order to treat prolapse and stress urinary incontinence. The patient underwent the concurrent procedure of a transvaginal hysterectomy during mesh implantation.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004, and a mesh was implanted due to cystocele, uterine prolapse, and sui. No additional information was provided.